Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported syringes with particles and fibers, and 6 samples were returned, all of material 8881135609, with two reported lots of 2431701064 & 2429606364. Upon initial visual examination, the sets verified the failure of foreign matter. There were two sets each with the following reports: white fibers, dark fibers, and white particulates. All six of the syringes confirmed the failure reported. It was not reported or detailed which lots went with which syringes, and those details remain unknown. The details of the report were relayed to the supplier of the syringe, and a case has been created. The root cause for the foreign matter on the syringes is unknown. In this case, the device history record for supplied parts is owned by the supplier of the syringe. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
Material inspection found multiple syringe lots with fibers and particles.

Manufacturer narrative:
The customer reported syringes with particles and fibers, and 6 samples were returned, all of material 8881135609, with two reported lots of 2431701064 & 2429606364. Upon initial visual examination, the sets verified the failure of foreign matter. There were two sets each with the following reports: white fibers, dark fibers, and white particulates. All six of the syringes confirmed the failure reported. It was not reported or detailed which lots went with which syringes, and those details remain unknown. The details of the report were relayed to the supplier of the syringe, and a case has been created. The root cause for the foreign matter on the syringes is unknown. Device history record for cardinal supplied parts is owned by the supplier of the syringe. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.